Event description:
Nasal gastric tube adapter for liquid nutrition device separated where the small flexible part fell off into the crib area. Based on the age of the pt, the pt may have experienced a choking hazard. Nicu pt requiring feeding via ngt. Potential choking hazard. Broken device found in crib; discovered by nursing staff.